Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out or range shock impedances on the right ventricular (rv) lead, measuring 125 ohms. This rv lead is single coil. Boston scientific technical services (ts) discussed that single coil lead impedances run higher and recommended evaluating the lead, and increase the out of range limit to 150 ohms. This ICD system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the patient requested to explant their ICD system so they could obtain their commercial driver's license (cdl). This ICD was explanted and the rv lead was surgically abandoned. No adverse patient effects were reported.